Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm® voluma¿ with lidocaine to the malar region and 1 ml of juvéderm ultra plus¿ xc in the malar region. Approximately a year later, patient injected in the right and left hemifaces with 1 ml of skinvive¿ by juvéderm®. Five days later, the patient returned with the appearance of ¿palpable and visible irregularities¿ at the injection site, characterized by ¿multiple, persistent papules/nodules.¿ six days later, patient was treated with hyaluronidase twice. After treatment, improvement was initially noted, but ¿residual scarring¿ was identified as well as ¿white spots.¿ this record captured juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.